Event description:
It was reported by service report that the bed was raising by itself when it was plugged in. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Stuck siderail lift button.